Event description:
It was reported that no osseointegration was achieved six months following placement of pepgen p-15 putty into six different sites/patients (five sinus lifts and one extraction site). Though no further information was or will be provided, it can be presumed that another surgical procedure would be necessary in each case to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.